Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who underwent breast augmentation revision with two 350cc mentor memorygel breast implants on (B)(6) 2008, originally wanted implants exchange on (B)(6) 2020, when it was discovered that both the implant have ruptured. Subsequently, the patient underwent bilateral removal and replacement with the following devices: (left) 275cc mentor memorygel breast implant, catalog: 3507275mc, lot: 9476705, sn: (B)(4) and (right) 275cc mentor memorygel breast implant, catalog: 3507275mc, lot: 9494507 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On november 5, 2020, the product's photo investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical devices were not sent back to mentor due to their condition upon removal. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.